Manufacturer narrative:
It was clarified by the philips field service engineer (fse) that the device did not display ECG.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a problem displaying the curve during ECG. There was no patient involvement.